Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the device was completely withdrawn from the body. Manual compression was then used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly. It was unclear whether an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The system was further withdrawn; however, the indicator window did not change color. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. For safety reasons, the plug was not deployed, and no other adverse outcomes occurred. It is unknown whether the device was attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used for hemostasis after hepatic arterial infusion chemotherapy (haic) infusion sheath removal. The patient had no additional adverse feedback after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). Femoral artery suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque was observed at the puncture site, there was no stent near the site, and no stenosis greater than 50% was present. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned and inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after the device was completely withdrawn from the body. Manual compression was then used for hemostasis. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly. It was unclear whether an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The system was further withdrawn; however, the indicator window did not change color. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and visible, with no anomalies noted. For safety reasons, the plug was not deployed, and no other adverse outcomes occurred. It is unknown whether the device was attempted to be deployed outside the patient¿s body. The procedure used a retrograde approach, and the exoseal vcd was used for hemostasis after hepatic arterial infusion chemotherapy (haic) infusion sheath removal. The patient had no additional adverse feedback after the procedure. The operator was trained in the device, and the exoseal vcd was stored and prepped according to the instructions for use (IFU). Femoral artery suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be at least 5 mm. No visible calcium or plaque was observed at the puncture site, there was no stent near the site, and no stenosis greater than 50% was present. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.